Event description:
Per the clinic, the patient developed granulation tissue, skin overgrowth and irritation on the tissue surrounding the abutment. The abutment was then removed (date not reported); however the issue did not resolve. The patient continue to experience drainage from the site as it was non healing. Subsequently, the patient was taken back to the operating room in order to explant the internal fixture (date not reported) and the site appears to be healing well.